Event description:
Per the audiologist's report, the patient had "significant problems healing" and "wound issues requiring flap surgery". The device was explanted. Explantation is "not medically advised at this time".

Manufacturer narrative:
This is a final report.